Manufacturer narrative:
Stryker further evaluated the downloaded electronic device records and determined that the user had pressed a button on the device prior to testing the automated 200-360 j protocol, which took the device out of the automated escalation protocol. This is normal device functioning. Root cause determined to be user error.

Event description:
The customer contacted stryker to report that their device would not escalate defibrillation therapy during testing. In this state, wrong defibrillation therapy may be delivered. There was no patient use associated with the reported event.

Event description:
The customer contacted stryker to report that their device would not escalate defibrillation therapy during testing. In this state, wrong defibrillation therapy may be delivered. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device and was unable to duplicate the reported issue. Proper device operation was observed through functional and performance testing and the device was subsequently returned to the customer. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.